Event description:
It was reported that during a davinci si hysterectomy procedure, the customer noted a 'loose wire exposed on the distal end' of the fenestrated bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Other cables at wrist are not damaged. Additional observation not reported by site was a bent grip cable. One grip cable was found to be bent, causing side to side misalignment of grips. There was a 0.025 offset at the tips. The bent grip had a yaw pulley separation and pulley cover at the glue joint, indicating overloading at the tip. The instrument passed electrical continuity test. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.